Manufacturer narrative:
The pump was received with a constant tone and a frozen screen due to a faulty mother board. Unable to verify the unexpected restart alarm or perform the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the constant tone anomaly. No blank display was noted. No damage was found on the interface board. The pump had cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also had a blank display. The customer was advised that the device would be replaced and agreed to return the product for analysis.